Event description:
The reporter contacted animas on 03/11/2014. Alleging the pump delivered an un-programmed ¿ez-carb¿ bolus to the patient of 5.85 units at 8:52 am that morning. During troubleshooting by customer service, the advanced features and basal settings and history and the bolus history were verified by the reporter to be accurate. Customer service advised the patient discontinue insulin pump therapy and begin on a back-up plan of insulin delivery. The subject pump was requested to be returned to the manufacturer for investigation. This complaint is being reported because the patient alleged an inadvertent infusion of 5.85 units of insulin while on insulin pump therapy. No adverse event is being reported with this complaint because the device does not have an assigned 510(k).

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed the last bolus and basal deliveries were recorded on (B)(6) 2014. The pump history revealed no alarms outside of normal use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. No un-programmed bolus deliveries were recorded in the pump history during product analysis. The pump was exercised for 24 hours with no issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Investigation was not able to confirm or duplicate the alleged un-programmed ez-carb bolus.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.